Event description:
As reported, approximately 2 years and 7 months post the initial right total knee arthroplasty, the patient presented with aseptic loosening and was revised. The poly and femoral components were all removed, and new femoral components were placed, as well as a thicker poly to improve tensioning of the joint. Photos provided show wear of the tibial insert. There was no reported breakage of a device. There was a > 45-minute delay in surgery, and the patient did not experience any adverse events as a result. The patient was last known to be in stable condition following the event. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 02-012-65-3009 logic cc tib insert size 3, 9mm (B)(6) 02-010-06-0330 - tru cc femoral size 3 right (B)(6) 02-010-66-1003 - metaphyseal femoral cone, small, h52mm (B)(6) 02-012-64-1616 - tru fluted stm ext 16mm x 160mm blast (B)(6) 201-78-81 - 3" trocar, mod. Hex 2pk .(B)(6) 208-05-03 - cc distal fem augment sz 3, 5mm (B)(6) 208-06-03 - cc distal fem augment sz 3, 10mm. Multiple MDR reports were filed for this event, please see associated report: 1038671-2025-03008. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. .

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: a, b, c. The revision was likely the result of prosthesis wear. Possible causes for polyethylene damage include patient related factors, soft tissue imbalances, joint malformation, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. An additional reason for the reported revision may be the reported loosening. However, the reported loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.